Event description:
The account generated elevated architect magnesium results on 2 patients that repeated in the normal range. Patient 1 tested architect magnesium >3.9 mmol/l but repeated 0.79 mmol/l using another analyzer. Patient 1 is a 48 year old female with no pathological results. Patient 2 tested architect magnesium 3.59 mmol/l but repeated 0.94 mmol/l using another analyzer. Patient 2 is a 60 year old male with no pathological results. The account uses a normal reference range of 0.71 to 0.94 mmol/l for magnesium. No impact to patient management was reported.

Manufacturer narrative:
During the product evaluation, it was discovered that the suspect medical device, was incorrect. The correct suspect medical device is magnesium, list 3p68-21, lot 67612un14. List 3p68-21 is not a u.s. Product and there is no similar u.s. Product to the corrected likely cause of 3p68-21. Therefore, no further followup will be submitted for this event. Evaluation in process.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.